Manufacturer narrative:
The reported event will be investigated.

Event description:
It was reported that during a core vitrectomy procedure, there was no aspiration and air was getting inside of the eye. No report of prolonged surgery or that actual patient harm occurred.

Manufacturer narrative:
Unfortunately, since the involved cutter was not returned for investigation, no physical examination could be conducted to confirm the reported issue or to determine its cause. Device history record review revealed no deviations and a complaint database search showed that no similar complaints have been reported on this specific lot previously. It should be noted that there are various factors that could have caused air bubbles to emerge from the cutter, including, but not limited to, a seal failure, a crack in the body, a damaged inner knife or a use error. In addition, the reported air bubbles could be related to the surgery settings selected during surgery. Without being able to examine the involved cutter, the cause remains inconclusive. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
It was reported that during a core vitrectomy procedure, there was no aspiration and air was getting inside of the eye. No report of prolonged surgery or that actual patient harm occurred.